Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they accidentally touched the down button on their handset and their intensity was dropped way down from 8.2(set at clinic) to 5.9. Patient said every time they try to increase their intensity, they get a therapy increase not available message on the handset sine 1.5 days ago. During the call, the patient turned their stimulation off and back on again, but they still got the "therapy increase not available" message. Agent explained the meaning of the message to the patient. Agent had the patient go into the therapy menu about screen and the patient got the low output detected message. Patient was in group d and switched to group e, but got "therapy increase not available." Patient tried group c and could feel the therapy. Pt could adjust therapy in group c. Technic al services suggested using group c for now. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they have met with manufacturer representative (rep) . In the past to adjust therapy settings. No symptoms were reported. Manufacturer representative (rep) reports they have been in touch with the patient and have been trying to meet with the patient. Rep reports they were supposed to meet with the patient on (B)(6), 2025, but due to 8+ inches of snow the patient canceled. Rep reports they rescheduled to meet with the patient the following week. Rep reports meeting with the patient on (B)(6) 2025. Rep reports the patient had some bad contacts on their lead but rep was able to program around it successfully and the patient got coverage they needed and wanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported patient had some red x¿s on the check connections screen and high impedance issues. The reprogramming resolved the therapy increase not available message.